Event description:
A report was received that the patient was admitted to the hospital due to procedure pain following an implant procedure.

Manufacturer narrative:
Additional information was received that the patient was explanted. The physician stated that the patient is drug seeking and there was no actual pain that the patient was experiencing. The patient is doing well following the explant procedure. Additional suspect medical device component involved in the event: model#:sc-2352-50, (B)(4) & (B)(4) description:linear 3-4 lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was admitted to the hospital due to procedure pain following an implant procedure.